Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent remains in patient. Device issue: stent dislodgement. It was reported that the stent completely dislodged from the balloon and was lost in the patient's vasculature. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast in the inflation lumen. The stent implant was not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The protective sheath was not returned. Product performance engineering reviewed the incident information and the analysis of the returned rx vision sds. Factors that can affect stent dislodgement inside the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interactions with other devices, the patient anatomy and/or a previously implanted stent. No patient anatomical information was provided, which may have aided the evaluation. The analysis confirmed that the stent implant had dislodged as was not returned, though there were crimp marks evident on balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. In addition, there was contrast visible in the inflation lumen and the balloon was loosely folded, which is consistent with the device being prepared for use and suggests that, at some point, positive pressure may have been applied to the system, forcing the balloon to slightly expand. If significant pressure is inadvertently applied during the procedure, the stent can become disrupted on the balloon, which may also facilitate dislodgement; however, it cannot be determined if the device had been pressurized during or after the procedure. There was no report of any damage noted to the stent implant or the sds prior to or during the procedure, which may suggest that a product deficiency did not contribute to reported difficulty. In this instance, although there does not appear to be any indication of a product quality deficiency, a definitive cause for the reported stent dislodgement cannot be determined. A review of the finished device lot history record for the original lot or the rework lot did not reveal any nonconforming material records associated with either lot, and all on-line inspections and testing met manufacturing criteria. This MDR is considered closed by the product performance group.